Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found the stent stabilizer was kinked, likely due to handling during the procedure, and the stent was returned in its deployed state. Additional information from the customer confirmed the device was prepared per device directions for use (dfu) and in good condition after preparation. Based on the information provided and investigation results, the reported stent failed/unable to deploy was likely due to procedural or anatomical factors encountered during the procedure which limited the performance of the device. It is probable the stent deployed outside the patient during removal; cause traced to component failure was assigned to this event.

Event description:
Analysis of the returned device found the stent was deployed. There was no clinical consequence to the patient due to this event.